Manufacturer narrative:
Age at time of event: 18 years or older. Device code#: (B)(4) relates to component code#: (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID:(B)(4), tw:(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 15 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.